Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2014. The original surgery is dated (B)(6) 2012. The revision surgery occurred because of dislocation and suspected metallosis. During the revision, the femoral stem, neck and head were revised tpn on omni implants.